Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The customer had issues with the insulin pump's buttons after the button error alarm. Customer's blood glucose level was 122 mg/dl. The device was not returned.